Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device was returned for analysis. The returned product consisted of a truepath cto device inside a hoop. The control unit, motor housing, drive shaft, working length, and tip housing/tip were microscopically examined. There was contrast on the outside of the device. The coil at the distal tip was broken and pulled over the tip of the device. Functional testing was performed by turning on the device. All the led lights lite up and an audible noise was heard, the device vibrated and the tip rotated. When the tip of the device was pressed against a hard surface, the indicator lights lite up on the control panel and worked properly. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a metallic like fiber was protruding from the truepath. The chronic totally occluded target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery and popliteal artery. A truepath¿ was advanced near the distal of the lesion, but was unable to penetrate due to the state of the lesion. It was difficult to proceed the device, so the device was pulled out. When the truepath was taken outside the patient's body, a metallic like fiber was noted protruding from the tip of the device. The device was tested with saline in order to check whether the tip would rotate normally but could not be confirm so the usage of the device was discontinued. After that, several attempts was made to cross the lesion such as distal puncture but still unable to get through the lesion. The procedure was continued using a usual guidewire but the patient wanted to have a bypass surgery the following day and it was difficult to continue the procedure. No patient complications were reported and bypass surgery was performed at a later date.